Event description:
It is reported that the pt has experienced pain since hip surgery.

Manufacturer narrative:
Eval summary: implants have been in-vivo approximately 3 years 5 months. Since no info about the implants was provided, part numbers and lot numbers cannot be determined. The implants remain in-vivo and are not available for analysis. Given the info provided, a definitive cause for the experience of pain cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.